Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump has cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer is stating that the he went fishing and got the insulin pump wet. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.